Event description:
A customer contacted beckman coulter (bec) to report a puddle of dried blue fluid underneath a coulter lh 500 hematology analyzer that was discovered while the customer was troubleshooting a compressor pressure error. The volume of the leak was reported as 3 ml. The customer was wearing personal protective equipment (ppe) consisting of a labcoat and gloves at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found dried clenz leak at pinch valve pv37. Fse cleaned up the dried clenz leak and replaced the center line on pv 37 which resolved the leak. The cause of the leak may be attributed to the tubing at pv37. (B)(4).